Event description:
It was reported that the patient's controller was warmer than usual. The patient was instructed to keep the controller in open air to allow for proper cooling. The controller cooled off noticeable over approximately five minutes.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the system controller being overheated was not confirmed. The heartmate 3 system controller (serial #: (B)(4)) was not returned for analysis; however, a log file was submitted for review spanning approximately 14 hours ((B)(6) 2022 at 19:02:47 ¿ (B)(6) 2022 at 8:34:30 per timestamp). Throughout the log file the temperature of the system controller ranged from 39 to 45 degrees celsius. Although there was an increase in the controller¿s temperature, the temperature did not exceed the parameters of the controller¿s design specification. There were no notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook, rev. D, section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate iii patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.